Manufacturer narrative:
The device was manufactured on 04/21/2008, and was previously repaired (B)(4) 2013 for a non-related issue. Customer returned a zimmer skin graft mesher device; serial number (B)(4), to zimmer (B)(4) for evaluation. Customer also returned a ratchet and a 1.5:1 ratio cutter, serial number (B)(4). Investigation revealed the comb was bent. The roller gear, shoulder bolts, washers and nuts were found to be worn. The 1.5:1 ratio cutter did not pass cutter evaluation. Prior to repair, the test mesh and calibration check were not performed due to the bent comb. Repair of the device included replacement of the comb, roller gear, shoulder bolts, washers, cap nuts and lubrication of the ratchet assembly. The reported event was most likely due to the damage to the comb and cutter, which was most likely due to improper handling by the user. The device was repaired and is scheduled to be returned to the customer. The device was repaired and is scheduled to be returned to the customer. The cutter is to be returned to the customer as a non-repairable component.

Event description:
It was initially reported that the skin graft was not intact when it was placed through the mesher. Additional clinical information determined that the issue occurred during a surgical procedure. It was reported that the skin graft was harvested correctly and was a fine specimen until it was put through the mesher, which resulted in the harvest being turned into bits and pieces. The surgeon was able to patch the pieces together; well enough to cover the affected area. Additionally, a second unplanned graft was required to finish the procedure. It was stated that due to the damage of the graft, long term, the skin will more than likely look rough and not uniform. There was a surgical delay of approximately 16-30 minutes, while an alternate device was retrieved and used to complete the surgery. No further information was available regarding the reported event or what may have contributed to the issue.